Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # a9cl12. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. Upon testing, the device was fired, and the clips did not advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and 13 clips were found inside the clip track. A possible cause for the condition of the found malformed clip and the separation of the feedbar connectors is actuating the device when the jaws are not clear from the trocar. Actuating the device with the jaws closed may cause the malformed clip and the force applied to the trigger while the jaws were closed may have cause the separation of the feedbar connectors . Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a cholecystectomy procedure, the device did not fire. The device was then tested outside of the patient and it did load. Tried to fire again and it would not. Procedure completed successfully with no patient consequences.